Event description:
It was reported that during patient use, a ventilator generated an error message and went into an inoperable state. The patient was removed from the ventilator and placed on an alternate device. The patient was not harmed as a result of the event. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).a covidien technical support engineer (tse) troubleshot this issue with the customer over the phone.the customer reported to tech support that this unit passed the extended self test (est). The tse recommended replacing the proportional solenoid valve.